Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h2, h3, h6, h10. The following sections were corrected: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical devices: item: 42502606402 femur cemented cr size 8 lot: 63513255. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient who underwent initial total knee arthroplasty was revised after two months for possible infection. Joint was debrided and the surface component was replaced. Approximately three years post revision, the patient was revised again due to paint, femoral loosening, and possible infection. No additional information is available.